Manufacturer narrative:
The reported event was confirmed. The service evaluation revealed a defective mainboard along with a worn motor at both inflow and outflow and the distance between front panel and display is too small.

Event description:
It was reported that the outflow was not activated when the start button on the shaver handpiece was turned on. The screen suddenly showed "critical error". This was noticed during the surgery. There was no harm for the patient, operator or third party reported. No piece broke off inside the patient. The surgery was finished successfully with a new device with the same part no. It was not necessary to switch the surgical technique or do a second surgery.